Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that a concern that the first cuff placed was going to erode prompted the procedure. No more information available at the moment. Should additional information become available, it will be provided.